Event description:
It was reported that an electrocardiogram device experienced a malfunction, providing no reliable readings and displaying readings that were too high. There was no patient involvement.

Manufacturer narrative:
Additional information: a1, b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an electrocardiogram device experienced a malfunction, providing no reliable readings and displaying readings that were too high. There was no patient involvement.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the accessories used with the device may be defective or incompatible. It was reported that the device was providing no reliable readings and displaying readings that were too high. The reported issue could not confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: battery door was damaged and the battery reached the end of its useful life. The issues were resolved by replacing the parts. The most likely cause for these additional conditions were traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an electrocardiogram device experienced a malfunction, providing no reliable readings and displaying readings that were too high. There was no reported patient involvement and outcome.